Event description:
A malfunction alarm was reported, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. The customer had not attempted a reset, so technical support provided information on how to reset the pump and assisted with the process. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue reappears. The caller understood and agreed to these instructions.